Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 10:00 am on (B)(6) 2025, an IV catheter was replaced for patient 38. Prior to use, the catheter packaging was inspected and found intact and within its expiration date. After preparation and verification, the patient was successfully cannulated with adequate blood return. However, upon withdrawal of the needle core, the steel needle separated from the handle, causing blood leakage. The catheter was immediately removed, and hemostasis was applied. The situation was explained to the patient's family, who expressed understanding. A new insertion was subsequently performed.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of this defect could not be determined because the defective sample was not received for analysis and testing. The plant will continue to track and trend such issues.

Event description:
No additional information.